Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) and reported a high blood glucose (bg) episode. The reporter indicated that the patient had a bg level of '444 mg/dl' with symptoms of vomiting and ketones at 8:30 am that morning. When the patient woke up, the pump was reportedly dead. Around that same time, the reporter was able to replace the pump's battery and treat the patient's high bg level via the pump. Through troubleshooting, the pump's alarm history revealed that a low battery alarm occurred at 1:26 am. At 2:32 am, a replace battery alarm occurred. According to the reporter, the patient, a 6-year old, did not hear an alarm. The reporter was able to changes the pump's alarm sound from l to h. At the time of the call with anm, the patient's bg level had decreased to '264 mg/dl' with no ketones or symptoms. The reporter did not report having the need to seek or receive medical intervention because of the alleged issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with ketones. However, the patient's injury can be attributed to possible use-error considering no device malfunction had occurred.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: unexplained power on resets observed in the black box on (B)(6) 2013 11:59. Battery compartment is intact; no cracks observed. Battery cap was not returned with the pump. A new test battery cap was able to tighten to the pump until resistance was met; no yellow o ring was visible. A 1.0u/hr basal program was executed in the pump for a 24 hour duration period using the new test battery cap; no power issues were duplicated during this time.. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. The pump passed a delivery accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The power complaint was confirmed in the black box but was not duplicated during the investigation.